Manufacturer narrative:
This (B) (4) cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Conclusion: during a pci, a cypher stent migrated immediately after deployment in the target lesion. The stent was successfully removed from the patient and the lesion was treated with another stent successfully. The target lesion was the distal left main trunk. The (B) (4) IFU contraindicates the use of this product in lesion in the left main trunk, or ostium or lesions in the bifurcation area. The lesion was described as de novo, moderately calcified and ostial. The vessel diameter measured 3.5-4.5mm. A 7fr non-cordis guiding catheter was engaged to the vessel but the distal portion of the gc was slightly loose due to the large vessel diameter. Pre-dilation was conducted before a 3.5x8mm cypher stent was delivered without difficulty to the target lesion. The stent was deployed at 16 atm and the sds balloon was used to conduct post-dilation. During inflation at 12 atm, the balloon ruptured as evidenced by pressure loss and the sds was removed without difficulty. At this time, the physician noticed that the cypher stent migrated from the distal left main trunk where it was deployed to the ostium of the vessel and mounted over the tip of the guiding catheter. After deployment, it is suspected that while removing the sds, the stent got caught on the balloon and it was moved from the distal main trunk. The physician inserted and deployed a new 3.5x18mm cypher in the target lesion and post-dilation was conducted with a non-cordis balloon. Then, a balloon was inflated at the distal portion of the guide catheter to prevent migrated stent from dislodging from the guide catheter and a snare catheter was delivered over the guide catheter to remove the migrated stent successfully from the patient. The procedure was finished successfully. There was no patient injury reported. The physician did not indicate any anomalies prior to use. The product was returned for analysis. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. The physician commented that the reason the stent migrated was because the target vessel diameter was 3.5 to approximately 4.5mm and it was tapered, therefore, the 3.5 x 8mm cypher stent (3.5/8mm) couldn't be sufficiently apposed to the wall at the target lesion. The vessel size was evidently greater than the stent diameter size resulting in stent migration as sds was being withdrawn. Based on the information provided, there are possible vessel characteristics (calcification and vessel diameter) and procedural factors that may have contributed to the balloon rupture and the stent migration.

Event description:
During a coronary stenting procedure, a cypher stent was deployed at 16atm in the distal left main trunk (lmt). After post-dilatation, the balloon burst at 12atm. The stent migrated to the proximal lmt and the physician removed the migrated stent successfully. The target lesion was treated successfully with second cypher stent. For the procedure, a femoral approach was chosen and a non-cordis guiding catheter (gc) was engaged to the vessel, but the distal portion of the gc was slightly loose due to the diameter of the vessel. After pre-dilation with a no-cordis balloon, a cypher 3.5 x 8mm was delivered to the target lesion with no friction and implanted at 16atm. Post-dilation was conducted with the stent delivery system (sds), but the balloon ruptured at 12atm. The physician noticed the balloon rupture because the pressure wouldn't increase above 12atm. The sds then was removed and the physician noticed the cypher was shifted on to the gc under coronary angiography (cag). Prior to retrieving the stent which shifted from the lesion, a new 3.5 x 18mm cypher was delivered to the target lesion and implanted. Post-dilation was conducted with another non-cordis balloon. To retrieve the stent on the tip of the gc, the balloon was inflated at distal portion of gc to prevent the cypher from dislodging the gc. A snare catheter was also delivered over the gc and the stent was removed which was fixed onto the gc with the snare catheter. Then, the cypher and gc were pulled back near the sheath, the gc was removed from the patient and the stent was purposely dislodged at the injection site. The cypher was then removed with the balloon catheter. The procedure was finished successfully. There was no patient injury reported. The product was clinically used and will not be returned because of the patient's infectious disease. The physician did not indicate any anomalies prior to use. The target lesion was distal lmt. The lesion was a de novo and moderately calcified and ostial. The target vessel diameter was 3.5-4.5mm. The physician indicated that because the target vessel diameter was 3.5-4.5mm and was tapered, the inflated cypher 3.5 x 8mm couldn't be fixed at the target lesion. The stent was hooked with the balloon when the sds was removed, and lifted onto gc.